Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the device reached return to sinus despite the patient continuing to have ventricular tachycardia. Anti-tachycardia pacing slowed the rhythm temporarily back into the monitor zone for five intervals so return to sinus was detected. Programming changes were discussed; no intervention was reported. Patient condition was not available.